Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that there was a sudden increase in accidents after the patient had the duopa procedure for their parkinson's disease. As a result, the consumer tried increasing stimulation. There was a plan to meet with the healthcare provider (hcp) or manufacturing representative for reprogramming. It was noted that the patient could feel stimulation. Additional information received from the hcp reported they taught the patient's daughter how to adjust the device settings and that the sudden increase was "possibly" related to the patient's parkinson's disease. Additional information has been requested regarding outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.